Event description:
Caller shared information that her mother previously had a nevro scs system placed in 2013 that helped her mother with her pain. After the scs implant while living in turkey, pt had a fall (exact timing unknown) and then her nevro system didn't help the pain as much and the scs system was removed in feb or march 2018. When asked, caller did not provide the name of the hcp. Pt's pain returned after the nevro system was removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).